Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an unspecified procedure. Reportedly, after the plunger was retracted no suture was attached to the needles. The device was removed and five additional proglide devices were used with the same results. Hemostasis was ultimately achieved using a seventh proglide devices. There was no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. It is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of the event, exact date was not reported. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other five proglide devices referenced are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conforming material reports that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Twelve unused, sterile representative samples were returned. Seven with lot number 31203k1 and five with lot number 31029k1. A random sampling of four devices were tested, two from lot number 31203k1 and two from lot number 31029k1. Functional testing of the four devices was performed and the devices passed with acceptable results. No malfunction or abnormal observations were detected, based on the investigation findings from the tested representative samples. Based on the information reviewed, there is no indication of a product deficiency.